Manufacturer narrative:
(B)(4). The customer returned an opened kit containing various components including an arrow raulerson syringe (ars) for evaluation. Visual examination did not reveal any anomalies or defects. The returned sample was functionally tested in accordance with the instructions-for-use provided with this kit. The IFU states, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate." The ars was able to successfully aspirate water with and without a lab inventory introducer needle attached (per amrq-000113 rev 3 req 6.1). No issues were identified. The module requirement document for raulerson syringes (amrq-000113 rev 3) was reviewed to determine requirements for air/water leakage. The document notes a deviation from iso 7886-1: "the freedom of air and liquid leakage past the piston requirement is design restrictive and is intended for an injection-intended syringe, not the ars. The opening in the center of the piston that allows passage of the inner cannula prohibits the ars from meeting the pressure and vacuum requirements as dictated by the standard. However, because the intended use of the ars is to allow aspiration of blood to ensure venous placement of the introducer needle and to aid in the insertion of the spring wire guide, the leakage requirements of a standard syringe are not applicable to the ars." A vacuum test was performed on the ars syringe in order to verify that the internal valves within the plunger body were intact. With the plunger body at the bottom of the syringe, the tip of the ars was occluded, and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released and snapped back into a position = 1cc from the starting position. Therefore, the internal valves of the ars are functioning as intended. A device history record review was performed and no relevant findings were identified. The customer report of an ars leak was not confirmed by complaint investigation of the returned sample. The returned syringe was able to aspirate water through a lab inventory introducer needle with no issues. The syringe also passed the vacuum test, indicating the valves of the syringe are functioning as intended. A device history record review did not reveal any relevant findings. Based on the sample received, no problem was found on the device. Teleflex will continue to monitor and trend reports of this nature.

Event description:
It was reported the ars syringe was found leaking during puncture to the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the ars syringe was found leaking during puncture to the patient. No patient harm reported. The patient's condition is reported as fine.